Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited an alert that the minute ventilation sensor was disabled. Boston scientific technical services tried to obtain additional information--such as impedance values and reviewing the signal artifact monitoring episodes--to determine why the alert occurred and if it was appropriate, however, that information was not available. At this time, the pacemaker and right atrial (ra) lead remain in service. There have been no adverse patient effects reported.